Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced because the device was too short causing a "lack of rigidity for use." No patient complications were reported in relation to this event.